Event description:
The following has been reported: "the infusion pump was requested to be checked since acyclovir was administered as a drug " x", for an infusion of 1 hour + 58 min (11:41), but it finally passed in 20 minutes. The patient did not present any complications in his health condition." Device history record was reviewed but nothing linked to the reported event was observed. Device log was reviewed but nothing leading to the reported event could be identified. See attached investigation report for details of infusion setting and infused volume. The device was not returned to brézins for investigation as device check was carried out locally. No issue could be found upon testing. Device quality control certificate was provided. Device history log was reviewed by our investigator in brézins. Each identified infused volumes were in line with the device programming. Compared to complaint description, infusion has been stopped by an alarm (with visual and sound alerts). This alarm of upstream occlusion could be the end of bag detection, but volume recorded by the pump is in concordance with elapsed time of infusion. Apart from provided quality control certificate edited upon local check of the device, no other information were provided regarding any eventual repairs made on the device. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.